Manufacturer narrative:
The reported pump power elevations were confirmed through the evaluation of the submitted system controller log files; however, a direct correlation between the left ventricular assist system (lvas) and the reported suspected thrombus and hemolysis could not conclusively be established through this evaluation. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 8 months. The pump remains in use supporting the patient me. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018 the patient experienced a low international normalized ratio (inr) of 1.6 and was given lovenox. On (B)(6) 2018 inr was 1.8. Elevated pump parameters were observed. On (B)(6) 2018, the patient presented to clinic with high powers with an inr of 2.8. The lactate dehydrogenase (ldh) elevated from 382 u/l to 536 u/l. The patient was on full dose of aspirin since previous visit on (B)(6) 2018. On (B)(6) 2018, it was reported that the patient was given an infusion of bivalirudin for 1 week. The ldh remained elevated; however, the powers and flows decreased to almost the baseline. On (B)(6) 2018, it was reported that pump thrombus was suspected and the patient was treated with a bivalirudin infusion. No additional information was provided.